Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding patient programmer. It was reported that 'last two days later stated '2, maybe 3 days, ' they have been unable to connect to their pump to bolus. The patient stated that the handset and communicator were not connecting or 'matching up' like they should. It was reported that 'for a while, it's been going down slow' in reference to their difficulties connecting progressively worsening starting 'awhile' ago. The patient confirmed that both devices were charged. The agent assisted the patient in connecting to the pump and the patient opened ¿myptm¿ app and read service code 156. The patient mentioned that there was a delay at 90 percent when connecting to the pump and again after pressing 'deliver bolus.' The patient stated that has been going on 'for a while.' The agent assisted the patient in clearing message and the patient was able to request/receive a bolus successfully. The patient read 8 boluses left and a 59-minute lockout. They had fentanyl in the pump, and they either have 2 or 3 total pump meds, but the patient unsure. The troubleshooting steps that were taken on the call resolved the issue. The patient will monitor and call back for assistance as needed. Additional information was from a consumer (con) indicated that the they were still having issues getting connected to the personal therapy manager (ptm). The patient stated that they saw a blue lock in the middle of the screen but had a hard time describing what else they saw. The agent discovered patient was in tutorial section of ptm. The agent had the patient tap on back arrow and was able to deliver bolus. The agent reviewed best connection practice with patient.